Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account the bed did not place a nurse call when the patient position module was alarming. No injuries reported.